Manufacturer narrative:
Information regarding suspect medical device. Common device name - not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Information regarding PMA/510k: den170015. There were two potential lot numbers reported to be involved: w4191124- manufacture date 03/19/2019, expiration date 03/13/2022; w4157007- manufacture date 12/18/2018, expiration date 12/13/2021. Investigation evaluation: the product said to be involved was returned in bio hazard bag with the device for MDR 1037905-2019-00273. The devices were unmarked and identified by best matching them to the event descriptions. A lot number was not provided with the returned device. Our laboratory evaluation of the product said to be involved cannot confirm the report. All components were not included in the return (only one catheter was returned), therefore a complete evaluation was not possible. The returned catheter appeared to have trace amounts of powder inside the tubing. The device was returned with the on/off switch in the "on" position. The red activation knob was disengaged in the handle indicating deactivation of the carbon dioxide (co2) cartridge. Powder and an unknown white substance was present on the outside of the device and catheter. The ring surrounding the nozzle contained a small amount of powder. When reactivated and tested as returned, the device did not spray. The co2 cartridge did not discharge upon deactivation of the device. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. When retested with a new co2 cartridge, the device sprayed as intended. When tested with the returned catheter attached to the nozzle, the device sprayed as intended. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history records for the possible lot numbers said to be involved were reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for the report of unable to spray is unknown. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Catheter occlusion can be a cause of this device not being able to spray powder. However, we could not conduct a complete investigation because only one catheter was returned for evaluation. This limits our ability to conclusively determine a cause. Catheter occlusion can be related to the handling of the device during the procedure. To assist the user, the instructions for use (IFU) state the following, "note: do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion." The IFU also states, "precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel. Note: if catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lots said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. The physician reported that it was defective in that it would not deploy. The second catheter that comes with the hemospray was used as well (subject of this report). A second hemospray device was opened and it got clogged at the tip of the gun. The second catheter that comes with the device was used with the same results (see related mdr1037905-2019-00273). At that point, the physician went to a different modality to complete the procedure. [There was] no harm to the patient and no additional procedures were required. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.